Manufacturer narrative:
H.6. Investigation: bd had not received samples, but four (4) photos were provided for investigation. The photos were reviewed and the indicated failure mode for 'closure separation' with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced stopper creep out, loose closure. This event occurred three times. The following information was provided by the initial reporter. The customer stated: on (B)(6) 2021, the customer reported that after the yellow cap was pulled out when the yellow cap was pulled out on the assembly line, the stopper inside was not pulled out, and after the teacher found out, the tube was removed in time.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced stopper creep out, loose closure. This event occurred three times. The following information was provided by the initial reporter. The customer stated: on (B)(6) 2021, the customer reported that after the yellow cap was pulled out when the yellow cap was pulled out on the assembly line, the stopper inside was not pulled out, and after the teacher found out, the tube was removed in time.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/20/2021. H.6. Investigation: bd received a sample and four (4) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for closure separation was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for closure separation with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of closure separation. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced stopper creep out, loose closure. This event occurred three times. The following information was provided by the initial reporter. The customer stated: on (B)(6) 2021, the customer reported that after the yellow cap was pulled out when the yellow cap was pulled out on the assembly line, the stopper inside was not pulled out, and after the teacher found out, the tube was removed in time.